Event description:
The customer reported via phone call that their insulin pump would repeatedly shut off. The customer also reported the insulin pump stopped delivering boluses and the screen was severely scratched. Customer was unable to read the insulin pump's screen. It was found the insulin pump may have been rubbed against counter tops. The customer also reported a battery out limit alarm. The customer's blood glucose was 616 mg/dl. The customer's blood glucose was treated with a manual injection. Customer also reported the batteries on the insulin pump was not out of the insulin pump for a greater duration than allowed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.